Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was later exchanged for longer length lens and the problem was resolved.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative:. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).